Event description:
A user facility registered nurse (rn) reported that a dialyzer blood leak occurred during the patient¿s hemodialysis (hd) treatment. It was noted that the blood leak occurred inside the dialyzer and was visually observed by a patient care technician (pct). Blood leak test strips were used and tested positive for the presence of blood. Additional information was requested, however to date a response has not been received. It was not initially reported that the patient experienced a serious injury, adverse event, or required medical intervention as a result of this event. The complaint device was reported to be unavailable to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility registered nurse (rn) reported that a dialyzer blood leak occurred during the patient¿s hemodialysis (hd) treatment. It was noted that the blood leak occurred inside the dialyzer and was visually observed by a patient care technician (pct). Blood leak test strips were used and tested positive for the presence of blood. Additional information was requested, however to date a response has not been received. It was not initially reported that the patient experienced a serious injury, adverse event, or required medical intervention as a result of this event. The complaint device was reported to be unavailable to be returned to the manufacturer for evaluation.